Event description:
It was reported that this inflatable penile prosthesis (ipp) was implanted in december and the device failed immediately. It was also mentioned the patient hurt his thumb trying to make the device function properly. A surgical procedure was performed to inspect the system.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was implanted in december and the device failed immediately. It was also mentioned the patient hurt his thumb trying to make the device function properly. A surgical procedure was performed to inspect the system.